Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing detached from connector. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.